Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft was broken. Scissors could not open and close due to broken outer extrusion shaft. The complaint is confirmed for scissor will not open and close. Corrective action has been initiated for this failure mode.

Event description:
The hospital that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.